Manufacturer narrative:
Concomitant products: product ID 3986a, lot # unknown, implanted: (B)(6) 2012, product type lead; product ID 7489-51, serial # (B)(4), product type extension; product ID 7425, serial # unknown, implanted: (B)(6) 2012, product type implantable neurostimulator; product ID 3986a, lot # unknown, implanted: (B)(6) 2012, product type lead. (B)(4). Information was previously reported in reg report numbers 3007566237-2015-01481 and 3007566237-2015-00256 and 3007566237-2015-01476 pertaining to the event.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient had increased pain. There was an extension fracture. There was an increase of the pain until the change of the extension of the electrode on (B)(6) 2015. There was a change of the extension under anesthesia. The event resolved on (B)(6) 2015 after changing the extension. Troubleshooting performed included changing the extension of the electrode. No further actions were taken. The patient had moved a big piece of furniture which could have caused the fracture.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient had no pain.